Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. In addition to the adhesive around the objective lens peeling, other evaluation findings are as follows: the bending section cover was scratched; the adhesive on the bending section cover was chipped; the venting connector of the light guide connector, the video connector, and the video connector case were deformed; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; and the connection between the insertion pipe and the control unit was not secure due to the looseness of the insertion pipe. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the flex deflectable videoscope had a leak. There was no report of patient harm. The device was returned, evaluated, and the adhesive around the objective lens was peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors, or handling. However, a definitive root cause could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: inspection of entire endoscope 4. Visually check that there are no abnormal sagging, bulges, dents, scratches, holes, or metal wires protruding from the inside of the covering material at the curved part. 5. Gently grasp the insertion tube with your hand and slide it along the entire length to make sure there is no catch. 6. Check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens. 7. Check that there are no scratches, chips, or cracks in the adhesive on both ends of the curved covering member. 8. Wipe the video connector, including the electrical contacts, with gauze. Also, make sure the electrical contacts are dry and clean. Olympus will continue to monitor field performance for this device.